Event description:
It was reported that "the patient was admitted with acute myocardial infarction and an iab-06840-u catheter was inserted into the right femoral artery. The equipment was operating normally, and the patient began ptca surgery; after about 5 minutes, the device stopped pumping and gave an alarm indicating high balloon pressure. After eliminating the alarm, it restarted normally. After the patient transferred to ccu after the surgery, the device began to frequently stop pumping and reported high balloon pressure. It was found that there was a powdery blood stain in the gas path. Through analysis and judgment, it was suspected that the central cavity had leaked, and the catheter was immediately withdrawn. After withdrawal, it was found that there was a thrombus in the balloon". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported a "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient was admitted with acute myocardial infarction and an iab-06840-u catheter was inserted into the right femoral artery. The equipment was operating normally, and the patient began ptca surgery; after about 5 minutes, the device stopped pumping and gave an alarm indicating high balloon pressure. After eliminating the alarm, it restarted normally. After the patient transferred to ccu after the surgery, the device began to frequently stop pumping and reported high balloon pressure. It was found that there was a powdery blood stain in the gas path. Through analysis and judgment, it was suspected that the central cavity had leaked, and the catheter was immediately withdrawn. After withdrawal, it was found that there was a thrombus in the balloon". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported a "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a clear ziplock bag (inp-1, inp-2). Returned with the sample was the 40cc inflation driveline tubing; dried blood was noted within the inflation driveline tubing (inp-7, inp-8). Upon return, the peel away sheath was noted on the returned iabc, and it was connected to the hemostasis cuff (inp-4). The one-way valve was connected and tethered to the short driveline tubing (inp-5). The bladder was fully wrapped (inp-6). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane in a similar location (anp-1). Under microscopic inspection, two leak sites were confirmed on the iabc bladder and both are consistent with contact from a sharp object (anp-2, anp-3); these two leak sites were noted at approximately 25.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No b lood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the patient was admitted with acute myocardial infarction and an iab-06840-u catheter was inserted into the right femoral artery. The equipment was operating normally, and the patient began ptca surgery; after about 5 minutes, the device stopped pumping and gave an alarm indicating high balloon pressure. After eliminating the alarm, it restarted normally. After the patient transferred to ccu after the surgery, the device began to frequently stop pumping and reported high balloon pressure. It was found that there was a powdery blood stain in the gas path. Through analysis and judgment, it was suspected that the central cavity had leaked, and the catheter was immediately withdrawn. After withdrawal, it was found that there was a thrombus in the balloon". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported a "fine".